Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear fixation: upn: m365sc43180. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) system explant procedure for unknown reason.

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) system explant procedure for unknown reason. Additional information was received that patient feels shocking sensation while the device was turned off.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. The allegation that the patients experienced a shocking sensation when the device was turned off was not confirmed. Visual and functional examination of the ipg confirmed that it exhibited normal characteristics, and the current leakage test revealed no loss of electrical current that could explain the reported sensations. However, a review of the labeling reveals that this occurrence is a known risk associated with spinal cord stimulation.

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) system explant procedure for unknown reason. Additional information was received that patient feels shocking sensation while the device was turned off.